Manufacturer narrative:
¿As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.¿

Event description:
Tha. Event: when removing hex checkpoint from patient after cup impaction and reduction results were completed, it was noticed (via x-ray) that the end of the hex checkpoint had broken off and was still in patient.

Manufacturer narrative:
Reported event: tha event: when removing hex checkpoint from patient after cup impaction and reduction results were completed, it was noticed (via x-ray) that the end of the hex checkpoint had broken off and was still in patient. Product evaluation and results: 1 fractured pieces of the device was removed from the patient and then discarded. 1 fractured piece was left in the patient. Product unavailable for inspection. Product history review: a review of the device history records could not be performed as the lot was not provided. Complaint history review: a review of the complaint history could not be performed as the lot was not provided. Conclusions: no further investigation for this event is possible at this time as no devices and / or insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated there have been no ncs or capas associated with the product and failure mode reported in this event. Product was not available for evaluation.

Event description:
Tha. Event: when removing hex checkpoint from patient after cup impaction and reduction results were completed, it was noticed (via x-ray) that the end of the hex checkpoint had broken off and was still in patient.